Event description:
A report was received that the patient was experiencing burning pain at the pocket site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient felt like the ipg was moving around too much. The physician believed that the patient was constantly touching the ipg site which might've caused it to move around. The physician did not say that there was discomfort at the ipg site. It was more annoying/bothersome for the patient. The patient underwent a revision procedure wherein the ipg was explanted, while the lead was left implanted. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional information was received that the patient felt like the ipg was moving around too much. The physician believed that the patient constantly messing/pressing/pushing the ipg that may be causing the ipg to move around. The patient underwent a revision procedure wherein the ipg was explanted, while the lead was left implanted. No device malfunction was suspected. The explanted device was not returned to bsn as it was kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing burning pain at the pocket site. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing burning pain at the pocket site. The patient will undergo an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing burning pain at the pocket site. The patient will undergo an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm.